Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported the caller said that the patient had a stroke in 2018. The caller said that as a result of the stroke the patient developed bladder problems. The caller said over the last week the patient has had difficulty voiding and is spending a lot of time in the bathroom. The caller said the feels like they have to go to the bathroom and can¿t void. The caller said usually the urologist, or the patients brother adjusts stimulation. The caller said they called the urologist and consulted the on-site healthcare professional and they are going to check the patient for a uti. The caller said the last 8 times this happened the patient tests negative for a uti and increasing the stimulation resolved the issue. The nurse will be calling in for assistance increasing stimulation. Patient services reviewed they should make sure equipment is charged before calling in. The caller mentioned the patient has palsy and had to have part of their foot amputated. An additional call was received for assistance increasing stimulation. The patient was at 5 at 1.7v and switched to 1 at 2.7v. The patient could feel stimulation in the perineum area. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and patient is planning to see a urologist after the covid-19 pandemic. No further complications noted or anticipated.